Manufacturer narrative:
As reported, a crack was found on the 6f .070 xb rca vista brite tip catheter hub, preventing proper connection of the hub. There was no reported injury to the patient. The device was stored and prepared according to the instructions for use (IFU). The non-sterile 6f .070 xb rca sh 100 cm catheter was received coiled inside a clear plastic bag and unpacked for evaluation. Visual inspection identified multiple kinked and bent conditions along the body/shaft, with damage located approximately 7.4, 19.5, 49.5, and 82.6 cm from the distal tip, and no additional damage or anomalies were observed on other inspected components. Dimensional analysis was performed by taking measurements near the observed damage locations, confirming that the inner and outer diameters were within specification. Functional testing was conducted by connecting the catheter to a standard lab sample syringe, during which a crack was observed on the hub component, and leakage was noted as a result of the cracked condition. Overall evaluation confirmed that the catheter exhibited multiple kinked and bent areas along the body/shaft and a cracked hub, which resulted in leakage, while dimensional characteristics remained within specification. The reported ¿luer hub~cracked¿ was confirmed. The returned unit presented with a cracked condition on the luer hub. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent of making the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿store in a cool, dark, dry place. Do not use open or damaged packages. Inspect the guiding catheter before use to verify that its size, shape, and condition are suitable for the specific procedure. Inspect the guiding catheter upon removal from packaging to verify that it is undamaged. Warning: do not use a guiding catheter that has been damaged in any way. If damage is detected, replace with an undamaged guiding catheter.¿ based on the available information and product analysis, the cause of the luer hub crack could not be found; however, it could be related to the manufacturing process of the unit. Therefore, an investigation has been initiated to further review the potential causes. No further action will be taken at this time.

Event description:
As reported, a crack was found on the 6f .070 xb rca vista brite tip catheter hub, preventing proper connection of the hub. There was no reported injury to the patient. The device was stored and prepared according to the instructions for use (IFU). The device will be returned for evaluation.

Manufacturer narrative:
E1: (B)(6). This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, a crack was found on the 6f .070 xb rca vista brite tip catheter hub, preventing proper connection of the hub. There was no reported injury to the patient. The device was stored and prepared according to the instructions for use (IFU). The device will be returned for evaluation.